Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that blank display has occurred. Customer was hospitalized on (B)(6) 2021 for high blood glucose level. Blood glucose value at the time of hospitalization was 570 mg/dl. Customer reported that the pump stopped functioning/the screen went blank on incident date (B)(6) 2021 which was when they discontinued pump therapy/subsequently went into dka due to being off pump therapy for greater than 48 hrs. Customer declined to perform a carelink upload. Customer did not tested for ketones. The customer went to the ER/was subsequently admitted to the hospital through the ER on incident date (B)(6) 2021 due to dka from being off pump therapy for greater than 48 hrs.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - impact code : 4607, 4614 with this report.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose levels of 570 mg/dl and had dka. It was also reported that the insulin pump stopped functioning and the screen went blank. Pump rattled when shaken. Customer visited ER and subsequently admitted to hospital. No further patient complications were reported. It was unknown if the customer was using the auto-mode feature or not at the time of high bg event. Customer was not using the insulin pump system within 48 hours of reported high bg event. Troubleshooting was performed. However, the customer will discontinue use of the device and the insulin pump will not be returned for analysis.